Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned surgical procedure was completed by moving patient to another device. A philips field service engineer (fse) visited the site and analyzed the system logs, determining that the power inverter (point) was faulty. To resolve this issue, the fse replaced power inverter (point) and returned to philips for further analysis. The analysis confirmed that the power inverter was electrically defective. Following, replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.